Manufacturer narrative:
Reported events of failure to interrogate and data problem were not confirmed. Interrogation events during electrical and mechanical analysis performed indicated normal functionality, and the device maintained communication with the programmer without any issue. Data results from the analysis were normal, and no error message noted. Longevity assessment was performed, and the device remained in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for the implant of an implantable cardiac monitor (icm). During the procedure, it was observed that the icm could not be interrogated and error message was received. The icm was removed and replaced. The icm could be interrogated after removal from patient. The patient was stable throughout.